Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1083720 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1083720 and test base part number 190-430 / lot 1083720. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1083720 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer reported false negative result using ID now covid-19 assay performed on (B)(6) 2022 with a nasal swab. Confirmatory pcr testing was performed at state lab which generated a positive result (platform and sample type unknown). The customer confirmed there was no delay or impact in the patient's treatment. No additional patient information was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.